Manufacturer narrative:
(B)(4). The device is anticipated for return to edwards lifesciences and an evaluation of the product is currently pending its arrival. A supplemental report will be submitted upon completion.

Event description:
Edwards received information that this device was explanted after eight (8) years, eleven (11) months due to severe aortic stenosis, secondary to thickened valve leaflets. This was replaced with a 23mm pericardial bioprosthesis and the patient was listed in good condition, post-operatively.

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, the leaflets were thickened due to intrinsic and extrinsic calcification. Minimal host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 3 at the inflow and outflow aspects. Host tissue on the stent circumference was heavy at both the inflow and outflow aspects. Host tissue fused two (2) leaflets near their commissure at outflow aspect. The x-ray demonstrated heavy calcification on all three (3) leaflets and all three (3) commissures were bent. The sewing ring was cut around two (2) leaflets and exposed the wireform on the side of the valve. Method: #3311 = x-ray. Additional manufacturer narrative: the clinical report of stenosis and thickened leaflets was confirmed through evaluation of the returned device as calcification and host tissue restricted leaflet mobility and led to stenosis. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth that typically occurs between 12 months to 5 years. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve but abnormal or severe pannus growth can eventually affect the function of the valve. Additionally, many factors can contribute to calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on calcification and pannus in bioprosthetic heart valves, the causes are these mechanisms are still not fully understood and the root cause for the host tissue growth and calcification cannot be determined at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.